Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly.

Event description:
It was reported via phone call that the insulin pump has a cracked screen. Customer's blood glucose at the time of the incident was 200 mg/dl. The device has been returned for analysis.